Manufacturer narrative:
(B)(4). The reported field event of inappropriate hv therapy was confirmed in the laboratory via device image. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the patient had received inappropriate therapies for an svt due to the ineffectiveness of the shocks as well as an svt diagnosis by the morphology discriminator and a sudden onset max delta very close to the programmed delta. Programming changes were recommended. The device was explanted and replaced.